Event description:
It was reported that the right ventricular lead defibrillation coil impedance was high. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d224drg implantable cardioverter defibrillator: (B)(6) 2010. A 5076 implantable pacing lead: (B)(6) 2003. (B)(4).